Event description:
The medical surveillance specialist (mss) spoke with the patient's wife (reporter) on july 6, 2009 regarding their concern with inaccurate high meter readings with the patient's onetouch basic meter. The reporter stated that the inaccurate high blood glucose results started in 2009. The patient allegedly was getting meter readings in the "300's mg/dl" when he was feeling weak and sweaty. The reporter advised the patient to eat and then he felt better. Prior to the alleged inaccuracy issue, the patient was getting blood glucose results between 170-200 mg/dl. The reporter stated that the patient did not make any changes to his diet and his medications as a result of the inaccurate high meter readings; instead, he continued to take his usual dosages of actos, metformin, and lantus and ate as usual. No other blood glucose results were reported. The reporter was unable to report what could have caused the patient's blood glucose levels to go low; however, she feels that it is related to the alleged inaccurate high meter readings. This complaint is being reported because the patient allegedly became hypoglycemic after obtaining alleged inaccurate high meter readings. The patient administered self-treatment with food. In addition, the "300's mg/dl blood glucose result did not correlate with the patient's symptoms and treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.